Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt presented to the emergency room with a migraine headache. The physician observed the pt's scs lead was protruding. The pt's lead was explanted. F/u on this matter identified a new lead was implanted on (B)(6) 2013. No further info was available at the time of this report.